Event description:
During initial testing at the manufacturing facility, the device delivered a measured volume of 22.3ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-2ml (+/-10%). There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.